Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a patient had passed away. Customer unable to provide any additional information but stated that the patient may have had another device, however they were unsure of that information. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.